Event description:
It was reported that the patient with this tactra experienced supersonic transporter deformity (sst). As a result, the device was explanted. No further patient complications were reported.